Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and it was returned. During functional testing on gen11 an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and a brake was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be made as to how the blade broke.

Event description:
It was reported that during a lap colonic procedure, the blade was broken off inside the patient. The broken piece was retrieved from the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.